Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the whitish crystalized foreign material in the auxiliary water channel and the reddish foreign material on the cover remained on the device because reprocessing could not be conducted properly due to the leak from the bending section cover (a-rubber). It was also noted that the foreign material could not be identified. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection". IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced a damaged insertion tube. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material exiting from the channel (including auxiliary water channel). This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that they reported there was a whitish crystalized foreign material found inside the jet tube (j-tube). Additionally, the plastic distal end cover (c-cover), on the exit of the j-tube contained a reddish foreign material resembling traces that remains from previous procedures. The reported fault was likely a result of insufficient cleaning. The suction cylinder had discoloration. The plug unit had a scratch. Due to a cut on the a-rubber, water tightness was lost. Due to adhesive peeling on the a-rubber, insulation resistance value at the distal end did not meet the standard value. The light guide lens had a chip. The bending tube was damaged. The connecting tube had a scratch. The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.